Event description:
It was reported a patient allegedly acquired a pressure ulcer.

Manufacturer narrative:
The reported event occurred "years ago" (one to three years), according to (B)(4), assistant to the vice president of (B)(4), at the account. Stryker was notified of this event when the customer called to see if they could be provided a sample from a mattress to use in court proceedings for a legal issue which has since settled. Stryker medical was not a party involved with the lawsuit. Conversation with ms. Arthur revealed that no malfunction or defect related to the mattress is being alleged. Additionally, they were not able to confirm the mattress model or serial number involved in the reported event. Product type and serial number not known.